Manufacturer narrative:
Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) implantable cardioverter defibrillator (ICD) lead due to non function. With use of a spectranetics lead locking device (lld) to act as a traction platform and a spectranetics 16f glidelight laser sheath, the physician began the extraction attempt. Using mobile c arm for fluoroscopic guidance, the glidelight device was advanced to the first adhesion site at approximately the clavicle and lasing began, while maintaining appropriate traction/advancement forces and coaxial alignment. Some manual dilation using the bevel of the glidelight device was needed to get past the beginning of the superior vena cava (svc) coil of the rv lead which was located approximately 50/50 in the innominate and svc regions. Once reaching the transition zone from the innominate to the svc, the device's bevel was returned to the inner aspect of the corner (laser handle pointed towards patient¿s feet, which indicated proper alignment of the device within the patient). The glidelight device was advanced to the tip of the rv lead, the lead came free, and was removed through the device. An .035" guide wire was advanced into the device to prepare for re-implantation, and the glidelight device was then removed from the patient's body, using fluoroscopy as guidance. A long introducer sheath was then advanced over the wire. As the physician was gowning up to begin the re-implantation, the patient's blood pressure began dropping. Medication was used to increase the patient's blood pressure, along with other rescue efforts. Transesophageal echocardiography (tee) revealed the rv had collapsed (this was thought to be as a result of not enough blood volume making it to the rv to create the pressure needed to keep the rv from collapsing). Rescue efforts continued, including sternotomy. An injury to the svc/innominate region was discovered. Surgical repair was attempted for approximately 5 minutes before the patient was pronounced dead due to the extent of blood loss and the injury severity not able to be repaired. Complete removal of the distal section of the innominate vein and the majority of the svc were removed with the rv ICD lead; tissue was intact and evident on the svc coil of the extracted lead. This report is being submitted due to the 16f glidelight device in use in the area of injury during the procedure. There is no alleged malfunction of any spectranetics devices in use during the procedure.